Manufacturer narrative:
The sureform 60 blue reload involved with this complaint has been discarded, therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. According to the system logs, the second fire of the sureform 60 instrument was completed per the logs. There were no incomplete clamps in the procedure. Later in the procedure the same instrument had a "tissue too thick to cut" error with a white 60 reload. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the sureform 60 pushed tissue out of jaws during firing, the patient allegedly experienced a tear in the pouch. The tear required to be fixed and the surgeon over-sewed the entire staple line on the pouch as a precaution. However, the root cause of the intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, during the second fire of the sureform 60 blue reload, the tissue was pushed out of the jaws. Thus, the patient allegedly experienced a tear in the pouch. The tear required to be fixed and the surgeon over-sewed the entire staple line on the pouch as a precaution. On 05-dec-2018, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr stated that the target tissue was the stomach, the surgeon was trying to create a pouch in the gastric bypass procedure. The cadiere forceps and the tip-up fenestrated grasper instruments were used to grasp the tissue. At that time during the second fire with the sureform 60 blue reload, the tissue was pushed out of the jaws. It was enough to pull the tissue right out of the cadiere forceps instrument jaws on the right side of the cut line. However, on the left side of the staple line, the pouch tore and effectively created a gastrotomy. The surgeon completed the pouch and fixed the tear with the sureform 60 instrument. He also over sewed the entire staple line as a precaution. It was confirmed by the csr that the site had discarded the sureform 60 blue reload, and there was no video recording of the procedure. It was reported that there was no tissue bunching and no buttress material used. It was also confirmed that the procedure was completed robotically with no further issues reported.